Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a critical failure, and this was confirmed by a review of the device history. Insufficient information is available to support final failure analysis. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. The customer was informed that service could no longer be completed on the unit as the device had reached end of warranty. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips recommendation was to remove the device from service as the device is out of warranty. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 defibrillator indicating that the AED is emitting the triple chirp. There was reportedly no patient involvement.